Event description:
A report was received that the patient had no stimulation due to high impedances. The bsn sales representative suspected a lead fracture.

Event description:
A report was received that the patient had no stimulation due to high impedances. The bsn sales representative suspected a lead fracture.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the lead was replaced. No device malfunction was suspected. The patient was reportedly doing well postoperatively. The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient had no stimulation due to high impedances. The bsn sales representative suspected a lead fracture.

Manufacturer narrative:
Additional information was received that lead fracture was not confirmed. X-ray was inconclusive.

Manufacturer narrative:
Additional information was received that no further course of action will be taken at this time regarding the revision. The device was not returned to bsn. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had no stimulation due to high impedances. The bsn sales representative suspected a lead fracture.

Event description:
A report was received that the patient had no stimulation due to high impedances. The bsn sales representative suspected a lead fracture.

Manufacturer narrative:
Additional information was received that the patient will undergo a revision procedure.